Event description:
As reported by the (B)(4) study, approximately one year and six months after the index procedure, the patient underwent revascularization of the mid right coronary artery (rca). The target lesions were located in the mid rca and mid left anterior descending (lad) coronary artery. The lesion in the mid rca was described as 8mm in length, type b2, de novo, non-thrombosed, 70% stenosed, with no calcification. The reference vessel was 3.5mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis balloon catheter at 13atms and a 3.50x13mm cypher cws stent was successfully implanted at 15atms. No post-dilation was done and residual stenosis was 0%. The lesion in the mid lad was described as 5mm in length, 75% stenosed, de novo, non-thrombosed, type b2, with no calcification. The reference vessel was 3.0mm in diameter and non-tortuous. A 3.0x8mm cypher cws stent was successfully implanted at 16atms. No pre and post-dilation was done. Residual stenosis was 0%. Pre and post-procedure timi flow for both stents was 3. There was no post-procedure dissection. One year and six months after the index procedure, the patient underwent revascularization of the mid rca. Treatment included implantation of a xience stent. According to the investigator, the event was related to cordis product. No distal disease was left untreated during the index procedure. "Healthy tissue to healthy tissue" was covered by the stent during the index procedure. The patient was compliant with anti-platelet therapy. The patient has peripheral vascular disease which requires pta and stenting. Previous lower extremity stent remains patent.

Event description:
Additional information was received on (B)(6)-2011 stating the patient had a positive thallium stress test on (B)(6)-2011 and left heart catheterization (lhc) on (B)(6)-2011 that revealed 80-85% in-stent restenosis of the mid rca. The patient underwent revascularization on (B)(6)-2011 with xience stent implantation.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15047346 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
Information received from the (B)(6) study indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history is significant for angina, peripheral artery disease, hyperlipidemia, hypertension, congestive heart failure, peripheral vascular disease/claudication, chronic obstructive pulmonary disease, type 2 diabetes mellitus, smoking, lower back pain, two herniated disks, osteoarthritis, edema, a previously implanted cypher stent implanted in the distal right coronary artery in 2009 , sleep apnea, pacemaker implant in 2007, born with one kidney, a non-cordis stent implanted in mid left anterior descending coronary artery in 2005. The indication for the procedure was unstable angina. The target lesions were the mid right coronary artery (rca) and the mid left anterior descending artery (lad). The mid rca described as de novo and 70% stenosed. The lesion was pre-dilated followed by the implant of a 3.5mm x 13mm cypher stent at 15 atms. The stent was not post-dilated and the reported residual stenosis was 0%. The mid lad was described as a restenosis (non-cordis stent). The lesion was direct stented with a 3.0mm x 8.0mm cypher stent at 16 atms. The stent was not post-dilated and the reported residual stenosis was 0%. Sixteen months after the index procedure, a thallium stress test was positive and left heart catheterization revealed 80-85% in-stent restenosis of the mid rca. Treatment included implantation of a xience stent. According to the investigator, the event was related to cordis product. The current status of the patient was that he requires pta and stenting of the lower extremity. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, diabetes and smoking. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.